Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found no failed upload or login events in the patient's logs. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. Issue was not confirmed by log analysis. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: we could possibly start an email thread with the parents or guardians of the patient. But I am unsure if we can discuss this with the school's it staff. Privacy and legal might need to weigh in one that one. However, if the data is being interrupted when the patient is in a classroom and fine the rest of the time then it would seem to indicate that there is no cellular reception in that room and/or wi-fi coverage. I would advise the parents to physically go to that classroom and confirm that the patient's device is connected to carelink and able to upload from there. The school's it staff can also create firewall or network rules to allow medtronic domains in and out of their network. The following domains should be allowed as a starting point: carelink.minimed.com carelink.medtronic.com carelink.minimed.EU carelink.medtronic.EU the most likely root cause of this issue is due to local networking connectivity or firewall routing limitations. No logs or evidence of a carelink fault or error found. Helpline reported that recommendations had been shared with care partners but no action had been taken to implement suggestions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced carelink upload from minimed mobile application to carelink personal was failed. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.